Manufacturer narrative:
At this time, microline surgical is awaiting the affected device back so an investigation can be completed. Once the results of the investigation are available, a final adverse event report will be submitted.

Event description:
During the procedure, the assisting surgeon discovered a monopolar burn to the bowel of the patient. The surgeons then backtracked through the procedure to check for other non-noticed burns to the patient. Surgeons reported finding 3 additional mono polar burns to the patient bowel, for a total of 4 burns. Surgeons did not notice the burns upon immediate use of monopolar electro surgical cautery. No visualization of electrical arcing was reported at the time of incident by the surgeons or staff, however the distal portion of the renew xr handpiece demonstrates physical damage. Source of monopolar energy was recorded to be a valley lab ft10 serial number (B)(6). Settings used were cut 35 coag blend, 35 coag. This report is for the tip that was attached to the handpiece at the time of the incident.